Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented at the hospital for a normal generator explant. During the procedure, it was discovered that the right ventricular (rv) lead had perforated the myocardium. Ultrasound imaging revealed a pericardial effusion. The rv lead was successfully explanted, and the patient remained stable throughout.